Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported communication errors, and system had to be rebooted to fluoro. This error may result in a system lock up, no boot, or shut down situation depending on when the loss of communication occurred. This could result in additional unnecessary delay and/or anesthesia. There is no report of injury or death/